Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, and a small leaflet. A mitraclip ntw was inserted, and grasping was performed, but on the third grasping attempt, it was observed the anterior gripper was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed from the patient. While outside the patient, the clip was tested again. After manually applying pressure with the physician¿s hands, the anterior gripper was able to be lowered. Two mitraclips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
D4 - model #: removed cds0707-ntw. D4 - lot #: removed 40815a1092.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, and a small leaflet. A mitraclip ntw was inserted, and grasping was performed, but on the third grasping attempt, it was observed the anterior gripper was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed from the patient. While outside the patient, the clip was tested again. After manually applying pressure with the physician¿s hands, the anterior gripper was able to be lowered. Two mitraclips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (gripper actuation - single). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.